Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient wo was implanted with a neurostimulator. It was reported that impedances were high. The contributing factors that might have led to the high impedances were unknown and no action/interventions were taken to resolve the issue. The issue was not resolved at the time of the report and surgical intervention was not planned. There were no further complications reported or anticipated.